Event description:
A malfunction was reported on the pump, identified as malfunction code 12, caused by a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue, allowing them to continue using the pump. The customer was advised to contact support if the malfunction recurred, which it did not after the reset.